Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient stated they were instructed to have the leads removed by their husband. It was noted the patient started the trial on (B)(6). Additional information from the patient on (B)(6), her husband removed the leads on (B)(6) and discovered one of the leads had already unintentionally been removed. The patient stated they had difficulties during the evaluation. Additional information from the patient on (B)(6) reported her leads were removed on (B)(6). The patient stated the lead was already out. The patient stated she was not getting stimulation she was supposed to be getting because of the lead not being in. The patient stated once her lead was removed her symptoms returned. There were no further complications that have been reported as a result of this event.